Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant attempt the lead helix could hardly be retracted once it was extended. The physician was concerned the helix would dislodge or have further issues extending and requested a new lead. A new lead was implanted with success. No patient complications have been reported as a result of this event.